Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze, and selections could not be made. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the ccm was shut down and rebooted which resolved the issue.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm did not freeze or become unresponsive throughout the evaluation. All the screens were able to be entered and there were no issues observed. The unit operated as intended. The service repair technician (srt) could not duplicate the reported complaint. A small dent was found that could possibly have affected the responsiveness of the touch screen function. The touch screen and the peripheral component interface (pci) bus cable were replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9 and h3 h3:   81 - evaluation is in progress, but not yet concluded.